Event description:
Subsequent to the initial 30-day medwatch report, additional information was provided, indicating that on (B)(6) 2018, the patient underwent a mitraclip procedure, with implantation of an xtr clip and an ntr clip. On (B)(6) 2019, a transthoracic echocardiogram (tte) noted increased mitral regurgitation. On (B)(6) 2018, a transesophageal echocardiogram (tee) noted that the ntr clip had detached from the posterior leaflet, remaining attached to the anterior leaflet. On (B)(6) 2018, a second mitraclip procedure was performed, with implantation of one additional clip. The mitral regurgitation was reduced from grade 4 to grade 3. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: brand name. Catalog# and lot#. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. The worsening mr was due to slda. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Internal file number - (B)(4). Correction: PMA/510k: date received by manufacturer should have been corrected on follow-up # 1 to 12/20/2018.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment (slda), requiring intervention. It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure, treating degenerative mitral regurgitation (mr) of grade 3+. Two clips were implanted and the mr was reduced to grade 1+. On (B)(6) 2018, a transthoracic echocardiogram (tte) was performed and the mr was noted to have increased to grade 2+. A transesophageal echocardiogram (tee) was performed on (B)(6) 2018 and noted severe mr and a single leaflet device attachment (slda) was noted, with the clip attached to the anterior leaflet only. A second mitraclip procedure was performed on (B)(6) 2018, with implantation of an additional clip. There was no additional information provided.